Event description:
It was reported that 10 minutes after inserting the intra-aortic balloon (iab), the console generated a check iab catheter alarm. It was noted that this occurred when the patient was about to move from the catheterization table to the stretcher. When checking the cine image, it was confirmed that the distance between the markers was extremely narrow. When the customer checked the cine image again, they confirmed that the iab had an n-shaped kink. They were able to insert a 0.018 guidewire into the iab and removed it. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior. Two kinks were observed on the catheter tubing approximately 75.7cm and 74.4cm from the iab tip. The guidewire was returned stuck inside the iab inner lumen due to dried blood. The guidewire was able to be removed using a set of pliers without causing additional complications to the iab. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event of a ¿kink¿ was able to be confirmed. However, ¿alarm, check iab catheter & difficult/ unable to inflate iab & marker misaligned¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (01)10607567106779, which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, g7, h2, h6, h11 corrected fields: h6 investigation conclusions the product was returned with the membrane completely unfolded and traces of blood found on the exterior. Two kinks were observed on the catheter tubing approximately 75.7cm and 74.4cm from the iab tip. The guidewire was returned stuck inside the iab inner lumen due to dried blood. The guidewire was able to be removed using a set of pliers without causing additional complications to the iab. The inner lumen was found to be occluded. The occlusion was able to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event of a ¿kink¿ was able to be confirmed. However, ¿alarm, check iab catheter & difficult/ unable to inflate iab & marker misaligned¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).